Event description:
Boston scientific received information that during a recent device replacement procedure, this right ventricular (rv) lead revealed high shock impedances greater than 200 ohms during product testing. A shock test was performed and the lead revealed impedances at 108 ohms.the physican elected to implant a new lead. The rv lead was surgically abandoned and will not be returned for anlaysis. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.